Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician was attempting to use in.pact admiral balloon to treat a calicified lesion in the patient¿s right distal popliteal artery. Strong calcification and mild tortuosity were reported. Lesion diameter reported as 30mm. Syringe was used for infaltion with contrast agent (iopamiron) + saline (1:1). It was reported that during confirmation imaging, no clear dissection was visually identified and a in.pact admiral balloon was used and balloon burst/leak occured. Inflation could not proceed beyond approximately 6 atm, and the system was temporarily removed. Upon external inflation, leakage of contrast agent from the balloon material was noted. A new in.pact admiral was opened and used to complete the procedure. No patient injury reported.